Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, low blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 600 mg/dl. Customer¿s blood glucose was 40 mg/dl at the time of incident and current blood glucose was 219 mg/dl. The customer was treated by intravenous insulin and food. Customer allege the insulin pump is over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Programmed the test blood glucose meter serial number on the meter ID menu screen. Device communicated properly with the test blood glucose meter. The test value of 132 mg/dl was sent from the meter and received on the pump. No device or meter communication anomaly noted. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. Device was programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly, basal anomaly or daily total anomaly noted. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir cracked reservoir tube lip and a missing end cap sticker. (B)(4).